Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the large keypad to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.